Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had a right partial migration of the active electrode array with 3 electrode channels extra-cochlear. A full insertion at implantation was reported. There was no report of accident or trauma. The electrode array was successfully re-inserted during revision surgery.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on the received information, a partial migration of the active electrode array was confirmed by imaging. The implant registration card states a full insertion was achieved at initial implantation. A revision surgery was successfully performed to re-insert the electrode into the cochlea. In situ measurements after re-insertion were reportedly within normal limits and responses were noted on all electrodes. The concerned device remains implanted and in use. This is a final report.

Event description:
The active electrode array migrated partially out of the cochlea, leaving 3 electrodes extra-cochlear. The array was fully inserted at implantation and there were no reported difficulties during surgery. There was no report of accident or trauma. The surgeon re-inserted the array. A full insertion was achieved.